Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The investigation attempted to replicate the user complaint and was able to successfully receive a signal loss alarm using a similar configuration (android 11/fsll version (B)(4)) and known good libre 2 sensor. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer experienced a signal loss alarm issue with the freestyle libre 2 sensor. Due to the loss of signal, the low glucose alarm failed to trigger and the customer experienced sweating, "exhaustion", and lost consciousness, requiring treatment of glucagon injection by third-party. There was no report of death or permanent injury associated with this event.